Manufacturer narrative:
The customer confirmed while on the phone with spacelabs technical support that the issue had resolved on its own, and that the beds were now showing as expected. Although the issue had resolved itself during the call, the cause of failure could not be determined.

Event description:
The customer contacted spacelabs technical support to report that while monitoring patients on an xhibit central station (xcs) telemetry patients suddenly showed "bed not available" messages. There was no patient or user harm associated with this event.